Manufacturer narrative:
(B)(4). Batch # r5980m. Device evaluation summary: the analysis found that one psee60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. A gst60w cartridge reload was received partially fired 1/16 and loaded in the device. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a liver case, the stapler had locked out and was stuck on the liver. They had already tried the manual override and they still couldn't open the gun. They re-tried the manual override and it was stuck and wouldn't move anymore. They forcibly tried to open the stapler, they managed to get the stapler open. No other details were provided.